Manufacturer narrative:
Per report, "customer called in stating the oximeter is no longer reading. Customer replaced the batteries and the oximeter is still not reading. Placed on finger, same as everyday, light came on, but no side light going up and down to acknowledge waiting for reading. Tried different fingers also. Nothing changed. Ironically had taken to my doctor appointment the day before to make sure my readings were correct. They were." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in stating the oximeter is no longer reading. Customer replaced the batteries and the oximeter is still not reading."